Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and noted the front haptic was torn. There was patient contact with the cartridge but no contact with the lens. There was no patient injury. Another same model lens was implanted. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Patient weight: unknown. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): no known impact or consequence to patient, torn material. Evaluation results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. (B)(4).